Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting ventricular fibrillation undersensing as a result of pacemaker-aicd interaction.